Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt has experienced ineffective pain relief from his scs system. Reprogramming attempts have been unsuccessful. The pt has requested to have the scs system explanted.